Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. Over (B)(6), she was not feeling stimulation. She turned her stimulator up to 4.9 volts and she was feeling stimulation again. The patient felt stimulation. The patient was going to her health care professional (hcp) to ask about a program change. She was getting symptom benefit with her current program. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No follow-up was required as the issue was resolved. If additional information is received, a follow-up report will be sent.